Event description:
It was reported to philips that both the small and large filaments were defective and the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was aborted and scheduled for later date. The philips field service engineer (fse) inspected the system on site and found that system was unable to perform x-rays due to a tube defect. Review of the system log file showed that failure in tube filament and leakage in cooling oil. To resolve this issue, fse replaced the x-ray tube and performed the required calibrations. The defective x-ray tube was returned to philips for analysis and found that x-ray tube showed both filaments blown (wear out)or defective. After replacement, the system was returned to use in good working order. The system was returned to use in good working order.